Manufacturer narrative:
Complaint (B)(4): no samples were received for evaluation. No customer pictures were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.

Event description:
Customer states many specimens are hemolyzed. The techs are reporting the vacuum on these tubes is very strong. Most are coming from the ed. Patients are being re-stuck 3 times. No further information received from the customer after multiple attempts.